Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism of the bd insyte¿ autoguard¿ shielded IV catheter failed to activate after the puncture. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Although a sample or picture was not available for investigation, the reported failure was verified due to the analysis of the quality notification records. The root cause is due to the misalignment of zone #5 or station 5.54.4, damaging the "grip" component and consequently causing the activation failure. Maintenance has been performed to correction this issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: during the investigations it was possible to determine that the activation failure occurred due to misalignment of zone # 5, station 5.54.4, damaging the "grip" component and consequently causing the activation failure, according to qn # (B)(4).

Event description:
It was reported that the safety mechanism of the bd insyte autoguard shielded IV catheter failed to activate after the puncture. There was no report of exposure, injury, or medical intervention.